Event description:
A disposable surgical instrument package was being used during a surgical procedure where the tip of a side of cutting bur broke off in the patient. It was reported that the surgeon was burring the canal of the phalanx to make room for the distal portion of the metacarpophalangeal prosthesis. The bur snapped and the broken portion of the bur could not be retrieved. After 40 minutes of trying to retrieve the surgeon chose to leave the bur in the canal and impacted bone graft on top and around it. The patient was then implanted with the joint implant.

Manufacturer narrative:
Product involved in the event was not returned. Product of the same lot was obtained from inventory and is in the process of testing.